Event description:
Robotic instrument - curved bipolar dissector stopped working in the middle of a case. A different robotic bipolar instrument was used to complete case. Product bagged, tagged and sent to spd [sterile processing department].